Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the skiving is consistent with not following the instructions for use.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During device preparation outside of the patient's anatomy, the needle was skiving plastic from the dilator when inserting the transseptal needle into the guiding introducer with the dilator. The second attempt using the same sheath, dilator and transseptal needle worked well and so the devices were used for the transseptal puncture. There were no adverse patient consequences. The needle was reshaped and the stylet was used.